Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: g7 neutral e1 liner 32mm c; item# 010000847; lot# 6383692. G7 osseoti multihole 48mm c; item# 110010262; lot# 6312347. G7 screw 6.5mm x 35mm; item# 010001000; lot# 6245599. G7 screw 6.5mm x 35mm; item# 010001000; lot# 6219960. G7 screw 6.5mm x 15mm; item# 010000996; lot# 6263545. Tprlc xr mp t1 pps 13x111mm; item# 51-145130; lot# 6209866. G2 - foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure and subsequently required a revision surgery approximately four years later due to a dislocation. Attempts have been made and no further information has been provided.